Manufacturer narrative:
B3 date of event is an approximate date as the actual event date is not known. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that pericardial effusion occurred. A percutaneous left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2026. The patient was discharged. The patient returned for a routine follow-up visit 45 days later in april, and a contrast-enhanced computed tomography (CT) scan revealed a pericardial effusion. The amount of fluid was not considered urgent, so the patient was placed under observation, with a follow-up examination scheduled for june. An inflammatory cause was considered possible.